Event description:
The customer reported that when they tried to activate the device, it did not activate and all three screens on the generator flashed to blue with a little square white box showing up in each. There was a code on the white box but it was not recorded by the site. The generator was cycled on and off but still showed the same error. A second generator was brought in and the same problem occurred. A new handpiece was then opened and inserted and everything worked fine. Roughly, 200cc blood loss occurred during this time. There was no pt injury.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.